Event description:
It was reported that there was a loss of therapeutic effect in the past two days. There was a return of pain in the temple, eyes, and upper jaw. The patient stated it seemed like he was back to what he was before his implant. The patient tried to make adjustments on his own, but it was not helping his pain. The patient could feel the stimulation but it just was not helping the pain. There were no events/trauma reported. The patient was redirected to the healthcare professional (hcp). Later, the patient was referred to a local manufacturer's representative for evaluation on (B)(6) 2015 by the hcp. It was not known if the loss of therapy effect was sudden or gradual nor was it known if there was a loss of stimulation. The cause of event was not determined. It was not known if it was device related or if reprogramming was needed. It was unknown if any troubleshooting was performed. However, there was a reported 50% or greater symptom reduction. The patient¿s status was not known. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).